Event description:
Customer reported false negative urine hcg results with henry schein one step+ hcg urine strip test three times vs. Positive ultrasound results. Customer reported three female pts in their (B)(6) came into the office to confirm home pregnancy tests. All three pts had negative results on the henry schein one step+ hcg urine strip test. The results were positive by ultrasound on all three pts. These pts were all determined to be about (B)(6) pregnant with fetal heartbeats. No detailed info was provided about the pts including the dates of their last menstrual periods. All three were taking prenatal vitamins. It was also stated that no timer was used during the testing and tests were read at about one minute rather than the three minutes recommended in the package insert.

Manufacturer narrative:
Investigation pending.